Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 2 infusion set cannula kinked event on 21-may-2024 and 28-may-2024. The infusion site was abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.